Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
No. It was reported that this patient had received a single isolated inappropriate shock due to oversensing of noisy signals. The shock impedance was high but still within range. Ts discussed a full system evaluation and recommended that optimally it the patient's system should be programmed to secondary sensing vector. The device was recently explanted due to these inappropriate shocks. No additional adverse events were reported.